Manufacturer narrative:
(B)(4). The customer reported problem of "cable broken" was confirmed during device evaluation. Service determined that the power cord was broken, which was replaced to resolve the issue. Additional information:baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a broken cable it is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.